Event description:
Pt received iontophoresis treatment utilizing new electrode. Procedure followed according to mfrs instructions. Iontophoresis protocal followed for 1.5 ma. Pt reported no burning during treatment and skin inspection was negative. The next day pt reported 2 small 3-4 mm blisters on anterior rt shoulder.